Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was black and offline in remote smart service. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 other occupation - systems manager (information systems). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was black. A field service engineer (fse) checked the power cords and all the cables connection. Then the fse found bad full height (fh) cubie drawer was causing not able to power up station. So, the fse replaced fh cubie drawer controller board. Then the fse tested and was able to power up and access all drawers. Preventative maintenance service was performed. The system functioned as intended after the field service engineer repaired the device.